Event description:
It was reported that the patient called to report "it is uncomfortable, drives me crazy, and slides around. It's a raw, sore pain in the device area. I talked to the surgeon to have it removed or check it out to see what options I have. Feels like a pocket full of pus...hurts all around and under arm pit. Can't lie on left side because the device pushes on my shoulder." Follow up determined the patient had been seen by the clinic following the patient call. The patient did not mention any report of pain at implant site and no report of any other symptoms. There was no performance allegation against the device. The patient called back again and reported "they guaranteed that I would get accustomed to it, well I never did. It's been traveling throughout my chest. It's drivng me insane. It's pressing on a nerve I think. They scheduled me to have a replacement." Follow up confirmed the patient was referred to cardiothoracic surgeon to put the device sub-pectoral. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 lead implanted: (B)(6) 2013. (B)(4).